Event description:
Additional information received - the icl was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011. The icl was exchanged for a longer lens. The bcva was 20/12. The patient had a headache after icl exchange.

Manufacturer narrative:
Method: lens work order search, medical review results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis), it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus (cyst, etc). The manufacturer recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. The manufacturer believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. Clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. Conclusions - 68 (other): based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Claim # 703834

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. Headache. (B)(4).

Manufacturer narrative:
(B)(4) lens not returned.

Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens three years ago. The patient is experiencing a secondary cataract and will require lens exchange. The lens has a low vault and the cataract is progressing partially.